Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Additionally, the device evaluation found the charged coupled device in the endoscopic connecter was damaged, a pinhole was present on the universal cord, the adhesive on the protective covering of the bending portion of the device had a chip, the protective covering on the bending portion of the device had a scratch, the protector on the universal cord had a scratch, and the angulation wires were worn. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus the endoeye flex deflectable videoscope was producing a reddish discolored image and there was leaking from the universal cord. The issue was found during preparation for use in a therapeutic laparoscopic gastrectomy. There were no reports of patient harm.